Event description:
The facility health care professional reported a colleague infusion pump with an inoperative "select" button on the channel c keypad. This condition was found before use of the device. It is unknown in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with an inoperative "select" button on the channel c keypad was confirmed during product evaluation. This condition was caused by fluid ingress. The keypad was replaced to correct the reported condition. Additional information: a service history review revealed that this device was previously serviced for the reported condition. During previous service the key pad was replaced.

Manufacturer narrative:
(B)(4).a device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.baxter will continue to monitor similar reports to determine if further actions are required.should additional information be received, a follow-up medwatch will be submitted.